Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) mega 40cc had gas gain autofill failure alarm and catheter restriction. There were no patient harm or injury was reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. A portion of the catheter tubing was returned along with the membrane completely unfolded and intact with blood on the exterior. No blood was visible inside the catheter. An underwater leak test of the balloon and portion of catheter tubing was performed and no leaks were detected. We were unable to conclusively determine the presence of leaks on the iab due to the returned condition of the iab as we were unable to fully evaluate the iab. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contribute to iab catheter complications during use. The reported failure cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three months). Based on the rational provided above, no escalation to the CAPA process is required.